Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, the wrist of the prograsp forceps instrument would get caught in the patient's peritoneal tissue. It was noted the surgeon is aware of the tissue sticking within the instrument wrists of the fenestrated bipolar forceps instrument and the prograsp forceps instrument and has adjusted her surgical technique of these instruments in order to avoid any peritoneal tissue becoming stuck during the procedures. The surgeon often operates with trainees and notes the injuries most often occur when a trainee is operating as they are not anticipating the potential tissue entrapment within the instruments. When a hole in the peritoneum is created due to the tissue becoming caught within the instruments' wrist and the instrument is pulled away it would require additional suture to repair the defect of the hernia pocket. The surgeon reports the procedures were able to be completed robotically and there have been no patient related complications postoperatively due to these events, the event date and specific procedure information are unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. .